Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed with a syringe 6cc of air was applied to the cuff, and it was observed the cuff the cuff held the air and no difficulties were observed at the time of inflation nor deflation. The cuff inflation line, and pvt valve were submerged into a container filled with water and no air leaks were observed in the components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 3 days of use, it was felt that the cuff deflated faster. The customer reported that the amount of air pulled was less than the amount pushed upon inflation. It was reported that the cuff was checked once every 30 minutes. It was indicated that the patient was reintubated.